Manufacturer narrative:
Reference: CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
A patient received a 21mm valve tacked into a 26 vascular valsalva graft. Upon near end of case, patient became hemodynamically unstable, went into vfib requiring multiple shocks. She was re-explored and on tee was noted to have probable compromise of her lad circulation either from the button or emboli. Emergent CABG x1 was performed. The patient was noted to be in profound shock despite vasoactive support and subsequently had bivads placed. She was transferred to cvsicu. There was significant ongoing bleeding on pod #1 and the patient was returned to or for re-exploration. Clot was removed from the mediastinum and right thorax, and bivad flows were adjusted. The patient was returned to the ICU in guarded condition. On pod #4 the patient developed large catastrophic cva and brain death. The bivads were explanted and patient expired.